Event description:
It was reported that there was noise on the right ventricular (rv) channel. Revision of the rv lead was done and the rv pin was reconnected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.